Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a bipolar photovaporization of the prostate: black smoke and flame on the connection of the bipolar cable and the resectoscope occurred. No negative effects on the patient were reported. But the surgeon suffered burns.